Event description:
The reporter stated a 13.2mm micl13.2 implantable collamer lens was torn during loading. There was patient contact but no injury. The backup lens was implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (Other): lens not returned. (B)(4). Other text: lens not returned.